Manufacturer narrative:
Block b3: approximated to august 01, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for hemostasis in the stomach during a gastroscopy procedure performed on an unknown date. During the procedure, the clip would not release from the catheter. The physician had to pull the device to remove the clip, which resulted in additional local bleeding for the patient. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.